Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, "deflation". This record is for right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on july 12, 2024, with lot number 2710298. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening assessed, as an unidentified (tear) opening (shell thickness within spec). As per the investigation procedure: creases, wear abrasion and particles were completed. And none of the observations are found to be potentially related to the manufacturing process. No further actions are required.

Event description:
Healthcare professional reported, "deflation". This record is for right side. Device was explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10aug2024.

Event description:
Healthcare professional reported "deflation". This record is for right side. Device was explanted.